Event description:
The dentist reported the healing abutment fractured two days after placement and had to be removed along with the implant that was placed in tooth site # 31.

Manufacturer narrative:
Upon visual inspection, the healing abutment has fractured near the threads of the device. The remaining portion remains stuck inside the implant. White debris remained on the external surface of the implant. The internal hex of the implant has been damaged. The review of the device history record did not provide any indication of a manufacturing deviation that would contribute to this event. A definitive root cause has not been determined.